Event description:
It was reported that the drug solution failed to come out of the bd micro-fine¿+ pro pen needle during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about needle clog. Complaining that the drug solution didn't come out, the patient brought the affected product to the clinic."

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.